Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that during initial implant procedure, it was noted that the tip of the right ventricular lead looked bent when removing it from the packaging. The lead was not used and was replaced. Patient was stable and discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.